Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new patient details were not reflected. The technical support specialist (tss) dialed into the server and checked the patient's status, which was listed as pre admitted. The tss called and spoke with the customer and informed them to contact their admissions team to resend the admit (a01) message. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one new patient's details were not reflected. The customer had tried rebooting, but it was unsuccessful. The user also checked with the pharmacy director, and everything was fine from their end, but they were unsure why the new patient was not reflected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.